Manufacturer narrative:
(B)(4) also applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that something was going on with their device because they were rear ended in a car accident last night ((B)(6) 2017) and it ¿jumped up¿ and ¿felt like it was trying to kill¿ them. Overstimulation was reported. It was reported that the patient turned the implantable neurostimulator (ins) off but they were still feeling a tingle up and down their spine. Hcp listings were provided as the patient did not see a specific hcp. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal cord stimulation. It was reported that the patient got rear ended in a car accident and since then his stimulator went "crazy" and his stimulator peaked up really high. Patient stated it was like the stimulation was at full blast and the patient had to shut the system down. Patient stated he could still feel tingling in his back and didn't know whether he was feeling stimulation or something else. The programmer showed stimulation was off. Patient was referred to the physician to follow up on whether the system was functioning. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65 (B)(4) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that 8 of 30 "leads" were damaged in the motor vehicle accident. No further complications are anticipated.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-04-10. It was reported the patient wanted to meet with the manufacturer representative (rep) to do reprogramming and check leads. The patient stated a couple of years ago he was rear-ended, and it ripped some of the leads out. The lead was dislodged. No further complications were reported/anticipated.